Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb needle pulled out of hub. Complaint via email. Contact name: x. Contact number:x contact email if no email n/a: x item(s):305270 lot(s):2112343 date incident occured mm/dd/yyyy: (B)(6) 2025 total number of occurances:1 was the patient impacted? Yes if yes please describe: base of needle came apart. Was any adverse event or serious injury reported to a healthcare professional? No if yes provide details: is a sample available? Yes if yes please provide address where to send the return label: x customer request? Replacement needle / reimbursed for b12.